Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl, morphine (unknown), and clonidine via an implantable pump for spinal pain indications. It was reported by the patient that she had the pump filled on monday and since then the pump had been alarming the non-critical alarm, several times a day and that had never happened before. Patient stated she had been trying to reach the doctor and there was something wrong with the phone. Patient asked if someone could reach out to the doctor for her. Patient asked about the company representative (rep). Agent reviewed and redirected to continue to connect with the managing doctor.